Event description:
It was reported that during a bunionectomy at the user facility, the saw would speed up and slow down without the user changing the speed. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Corrosion was discovered in the internal components of the device, including the motor, which is a probable cause of the device speeding up and slowing down without user activation.